Event description:
It was reported that at implant, it was not possible to secure the atrial lead within the device. The lead came out of header when the "tug test" was performed. The device was not implanted, and another device was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found.